Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained fentanyl [100 mcg/ml] at a dose of 59.95 mcg/day. It was reported the patient called 911 twice the past weekend and went to the emergency room because her pump wasn¿t working. The patient mentioned that she had her pump filled on (B)(6) 2017 after it had alarmed because it was low. The patient stated that nobody was open to help her, and she tried to get in touch with her health care provider¿s (hcps) office. The patient stated she went into withdrawals. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient missed her refill appointment. The hcp stated the patient had a follow-up on 2017 (B)(6) to resolve the pump not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.